Manufacturer narrative:
An abbott field service engineer (fse) was dispatched to the account. During evaluation of the analyzer, the fse replaced wash zone manifold valves [part 7-77612-03], probe [part 08c94-42], and syringe assembly [part 7-77650-05], as these parts were considered the likely cause of the discrepant results. The analyzer was returned to normal operation. Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, device history review, and instrument service review. No returns were made available from the customer site for this evaluation. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. Device history review did not identify any issues that may have caused the customer issue. The issue was resolved through replacement of analyzer parts. Service history review identified no contributing factors to the customer issue. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Event description:
The customer observed falsely depressed ca19-9 patient results while using the architect i2000sr analyzer and experienced incorrect auto diluted results. The following data was provided (u/ml). (B)(6). Initial (undiluted) and repeat (manual dilution 1:5) were greater than 1200, repeat (auto dilution 1:10) 10995, repeat (manual dilution 1:5 then tested as auto dilution 1:10) 2783, the patient is being monitored for pancreatic cancer and the customer expected the patient result to be approximately 25000 u/ml. Note, per the ca 19-9xr package insert, the upper limit of linearity of the assay is 1200 u/ml and the instrument correctly flagged the results with a greater than sign. Specimens flagged with, greater than 1200, may be diluted using either the automated dilution protocol or the manual dilution procedure. No impact to patient management was reported.